Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of nose irritation, respiratory tract irritation, dizziness and/or headache, asthma, inflammatory response kidney disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 15 mar 2023 and section h11 should be reported as: the manufacturer was contacted in reference to rep dream station auto CPAP. The manufacturer received information alleging of nose irritation, respiratory tract irritation, dizziness and/or headache, asthma, inflammatory response kidney disease/toxicity and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, complaint was not confirmed. The device was scrapped. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Previously this report was reported as uno. Now the device information has been updated, and it was determined that the report should be reported as final non-uno report.